Event description:
It was reported that the patient's right ventricular (rv) lead had lead integrity alert (lia) triggered, over thirty high rate non sustained episodes with more than two hundred and twenty millisecond v-v cycle length. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.